Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bad cable unit connector pins, failed water leak test and pin hole in cable. Based on the results of the investigation, it is likely the following led to the malfunction: blurry image due to bad cable unit connector pins and failed water leak test from cable due to tiny pin hole. The most probable root cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had blurry image. The issue was identified during reprocessing for an unspecified diagnostic procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had blurry image. The issue was identified during reprocessing for an unspecified diagnostic procedure. There were no reports of patient involvement.